Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the reload was set to a powered stapler, and the nurse performed an operation check. There was no failure from the appearance check. After that, the knife did not advance during the operation by the doctor. When the nurse checked the actual product, the staples on the root and in the middle of the cartridge jaws were in the state that the firing started. Another reload was used to complete the case. There was no patient injury.